Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was potentially fractured. It showed high impedance and threshold. The noise was also noticed. The lead is still in use. No patient complications have been reported as a result of this event.